Event description:
Customer reported they felt the output of the vaporizer was higher than expected. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to specification. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing proccesses have greatly reduced these issues. Changes were implemented into the manufacturing, refurbishing and svc processes in 1997.